Manufacturer narrative:
The device will be forwarded to the manufacturer for further investigation. Should relevant additional information / investigation results become available, a supplemental medwatch report will be submitted unsolicited. This event is filed under internal complaint ID_(B)(4).

Event description:
It was reported that lens blurry damage to scope was discovered after cleaning. No patient harm. The scope was tagged (cystoscope picture on screen foggy). No negative impact in state of health reported.